Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. At the end of the procedure the physician did a final intracardiac echo with the soundstar catheter and discovered a pericardial effusion. A pericardiocentesis was performed and 300 cc's of fluid was removed, the drainage tube was left in place. The patient is hemodynamically stable at this time. There were no signs of perforation or complications until the intracardiac was performed at the end of the procedure. The medical team reported that anesthesiologist had mentioned that there was a low blood pressure that had been treated, and the patient was stable throughout the entire procedure. The anesthesiologist thought that the low blood pressure was due to induction or blood pressure cuff. The ablation catheter is available for return. Bwi products: reprocessed soundstar, decanav, and pentaray, ablation catheter. Max wattage: 50 watts; total fluid: 553 ml; total lesions: 176 lesions. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 18-may-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. A temperature and impedance test was performed, and no temperature was displayed due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 30707814l number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).